Event description:
The customer reported that the coagulation button was stuck down and an activation tone continued after releasing button. No patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.